Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead displayed shocking lead impedances of greater than 200 ohms. The patient reported that their device had been beeping for approximately two weeks. The device was reprogrammed to rv coil to can with a resulting shock impedance measurement of 76 ohms. Defibrillation threshold (dft) testing was performed in this vector with a resulting shock impedance of 53 ohms. There were no adverse patient effects. The system remains in service.